Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision. Patient stated their previous device was replaced following an MRI because it messed up the whole thing. Patient stated they were not sure in detail what the problem was, but it had messed it up for quite a while. Patient had a revision on (B)(6) 2014. No actions were taken other than the event documentation as this problem had occurred with a previous device and the revision had already occurred. No symptoms were reported. No further complications were reported or anticipated.